Manufacturer narrative:
The product was returned to the manufacturer and revaluated. Conclusion summary: root cause was determined to be customer caused damage to the channel. This failure mode was attributed to damaged channel and luer restricted channel passage rather that a material, component, or manufacturing deficiency. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacture. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Event description:
It was reported that the laser fiber could not be passed through the working channel. A second 091271-01 was opened and the same fiber met resistance but eventually passed after a clicking sound was heard and the case was completed. No negative impact in state of health reported.

Manufacturer narrative:
Conclusion summary: investigational activities suggest multiple root causes could potentially be related to channel blockage issues. In an effort to further investigate the potential root causes, we have initiated r-CAPA-25-0060. We will continue to track and trend channel blockage issues. This event is filed under internal complaint ID (B)(4).